Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 3 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 due to gastrointestinal bleeding. The patient was transfused with 2 units of blood. The gastrointestinal bleed reportedly resolved and the patient was discharged home on (B)(6) 2016. A repeat colonoscopy was scheduled for an unspecified date. No further information was provided.